Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was explanted and replaced due to high pacing impedances of greater than 3000 ohms. There was no visible fracture or issues via fluoroscope. No adverse patient events were reported.